Event description:
It was reported that the patient noted the system controller had alarmed and they were not able to identify the alarm. The patient presented to clinic with original backup system controller (B)(6) in the primary position and their previous primary (B)(6), the system controller with alarm issues, in the backup position. Review of the system controller log indicated a replace backup battery (ebb) alarm had occurred. The ebb had been replaced on (B)(6) 2024 and had 25 months remaining. The ebb was reseated, and the patient was instructed to call for any further alarms. Log files were sent for review, and the log files for (B)(6) contained the onset of ebb faults on (B)(6) 2025. The driveline appeared to have been disconnected/reconnected prior to the final disconnection from this system controller. The driveline disconnect in question was confirmed to be associated with the system controller exchange. The system controller periodically performed an internal load test on the ebb and it appeared the ebb was not passing this test. The pump itself appeared to have been operating within normal parameters.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 15apr2025 was reviewed. The log file captured a backup battery fault alarm on (B)(6) 2025 from 19:225:00 to 21:36:06 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the issue resolved after reseating the backup battery. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19apr2023 battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault, low voltage, and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (doc#: (B)(4), rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.